Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue the skin level feeding tube. The customer reports the patient had the nutriport cared for as per the instruction manual. The caregiver checked the balloon and device before insertion and the product seemed to be fault free. After a while the nutriport leaked and upon further inspection a small hole was discovered in the balloon of the nutriport. The nutriport was in place for less than 4 days. The patient's stoma closed up due to the nutriport falling out, only being discovered a few hours later. The patient was booked in for surgery to re-establish the stoma and place another nutriport.